Manufacturer narrative:
The exact event date is unknown; however, the patient reportedly lost consciousness later on in the night of friday (B)(6), 2011 the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. Additionally, a labeling review was performed and no anomaly was found. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity device was used during a gastric biopsy procedure within the antrum performed on (B)(6), 2011. According to the complainant, during the procedure, a biopsy was taken without issue; no patient complications or device malfunction. However, later that night, the patient lost consciousness twice, and returned to the hospital where a bleed was discovered at the biopsy site. The appearance of the bleed was described as melena. Reportedly, hemostasis was performed, and then the patient was transfused with two liters of blood. No further complications after transfusion. The patient's current condition was reported to be stable.